Manufacturer narrative:
The insulin pump was received with no esc and act button response due to corroded keypad traces. The moisture damage was found on the electronic and motor assembly. They were unable to perform the functional check including rewind, basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, displacement, self test, unexpected restart test, and all operating current test due to the no esc and act button response. The pump was received with a cracked case at the display window corners, cracked reservoir tube lip, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer jumped into a new inground pool. Customer's blood glucose was 9.2 mmol/l. Caller was advised that the pump will need to be replaced.